Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastric cancer surgery, when detaching the stomach tissue, the device fired but there was an incomplete staple line on the proximal area. It was also noted that the firing was not smooth. New handle was used to complete the procedure. There was no patient injury.